Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient was recently taken off of all anticoagulation due to multiple gi bleeds. The patient later expired on (B)(6) 2014. The hospital staff stated that they do not know of any active gi bleed at the time of the patient's death. The pump parameters from (B)(6) 2014 were: speed was 9600 rpm, flow was 5.6, pi was 5.8, and power was 7.1 watts. The patient's last echo was in (B)(6) 2014 and it showed right atrium and ventricle markedly dilated. Warfarin was stopped in (B)(6) due to multiple gi bleeds. On (B)(6) 2014, the patient's hematocrit was 32.6 and hemoglobin was 9.7 (for the previous 3 weeks). He was on aspirin 325 mg, dipyridamole 150 mg tid, and trental 400 mg tid, at time of his death. The patient also had multiple gi procedures in the months before warfarin was stopped. The patient had 7 colonoscopies, 8 egds, and 1 double balloon in the previous 6 months with areas treated. The right side was not doing well. The patient was also having red heart alarms when he died. The patient's family could not get the patient hooked up for the pump parameters, but the red heart was going the entire time he was coding at home.

Manufacturer narrative:
Additional information: an autopsy was not performed and the pump was not explanted. A direct correlation between the device and the patient¿s outcome could not be conclusively determined. The instructions for use lists bleeding and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump will not be returning for evaluation, as the pump was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.